Event description:
As reported by the study, following the deployment of three of four stents, there was insufficient flow. Post-dilation was conducted to treat it. This pt presented to the cardiac catheterization unit and 1-vessel disease was also found. The primary indication for intervention was an acute st elevation myocardial infarction at an undetermined location within 6 hrs of pci. Thrombolytic agent was given. The pt also had resting ECG changes. Pre-procedure ck, ck-mb and troponin were within normal limits. Left ventricular ejection fraction (lvef) was not available. The pt's heart rate at the beginning of the procedure was 154/82 and the heart rate was 82. Pre-procedure medications included beta-blockers. Intra-procedure medications included aspiring and clopidogrel. Pci was performed on a 90% de novo lesion in the proximal left anterior descending (lad) artery of 20mm in length in a 3.5mm vessel diameter. The (b1) eccentric lesion was characterized with a smooth contour, little to no calcification and thrombus absent. A 3.0x23mm cypher select plus stent was deployed at 16 atm by direct stenting with satisfactory results. There was no post-dilatation. The residual diameter stenosis measured 0%. Thrombin inhibition in myocardial infarction (timi) ii flow was recorded pre and post-procedure, respectively. Intra-vascular ultrasound (ivus) was not used. Pci was performed next on a 70% de novo lesion in the mid lad of 15mm in length in a 3.0mm vessel diameter. The (b1) eccentric lesion was characterized with a smooth contour, little to no calcification and thrombus absent. The lesion was pre-dilated with a 2.0x15mm balloon at 10 atm before two overlapping stents were deployed. First a 2.5x18mm cypher stent was deployed at 18 atm with satisfactory results. Post-dilatation was conducted with a 2.75x23mm balloon at 24 atm because the stent was not fully expanded and due to insufficient flow. Then a 2.75x23mm cypher select plus stent was deployed at 18 atm with satisfactory results. Post-dilatation was conducted with a 2.75x23mm balloon at 24 atm because the stent was not fully expanded and due to insufficient flow. The residual diameter stenosis measured 0%. Thrombin inhibition in myocardial infarction (timi) ii flow was recorded pre and post-procedure, respectively. Intra-vascular ultrasound (ivus) was not used. Pci was performed next on a 90% de novo lesion in the distal lad of 20mm in length in a 2.5mm vessel diameter. The (type c) eccentric lesion was characterized with a smooth contour, little to no calcification and thrombus absent. The lesion was pre-dilated with a 2.0x15mm balloon at 20 atm before a 2.5x33mm cypher select plus stent was deployed at 16 atm with satisfactory results. Post-dilatation was conducted with a 2.75x23mm balloon at 20 atm because the stent was not fully expanded and due to insufficient flow. The residual diameter stenosis measured 0%. Thrombin inhibition in myocardial infarction (timi) ii flow was recorded pre and post-procedure, respectively. Intra-vascular ultrasound (ivus) was not used. The pt also had a staged procedure while still hospitalized, eight days after the index. Pci was performed on a lesion in the obtuse marginal with 90% stenosis. The residual diameter stenosis measured 0%. This was classified as unrelated to the study device. Post-procedure troponin was greater than or equal to five times above the upper normal limits at the 6-24 hr interval and decreased to two times above the upper normal limits at the 24 hr interval to discharge. Ck and ck-mb were within normal limits during the second interval. The pt was discharged on the following day. Post-procedure medications included aspirin for 12 months, clopidogrel for 12 months, ace inhibitors and beta-blockers. During the 1-month interval, the pt was asymptomatic. Post-procedure medications remained unchanged. No new adverse events were reported. During the 6-month follow-up interval, the pt was asymptomatic but was cpm positive. Post-procedure medications remained unchanged.

Manufacturer narrative:
Please note that this device is not distributed in the us. However, it is similar to the us distributed product. It is also not available for testing and eval. Add'l info received will be submitted within 30 days upon receipt. This is one of three devices associated with the reported event that were submitted under the following mfg numbers 9616099-2008-01177, 9616099-2008-01178 and 9616099-2008-01179.